Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - this lead exhibited high thresholds in all pacing vectors. The lead was confirmed dislodged. The lead was explanted and replaced.